Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.50mmx15mm nc emerge® balloon catheter was advanced to dilate the lesion. However during the procedure, the balloon ruptured. The procedure was completed with another nc emerge® balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the patient's status was good.